Event description:
The IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified.